Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that as the surgeon placed the tibial nail over the ball tipped guide wire, he noticed a clump of debris that came out of the cannulated portion of the tibial nail. It seems the guide wire dislodged this debris that was allegedly inside of the tibial nail.